Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision due to high capture thresholds. The lead was explanted and replaced when repositioning was not successful. There were no adverse consequences and patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.